Event description:
It was reported that the patient experienced recurrent low glucose episodes while using the ilet, with one documented nadir of 52 mg/dl, in the context of delayed meal announcements and subsequent overtreatment of hypoglycemia; the device issued low glucose alerts and the patient treated with oral carbohydrates including juice and candy, and the agent provided education on best practices for treating lows. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia managed at home without escalation of care. Investigation included troubleshooting and user education regarding hypoglycemia treatment amounts aligned to device alerts. Investigation of this case revealed user-related factors, specifically delayed meal announcements and overtreatment, leading to glucose fluctuations that prompted the ilet to deliver corrective actions and contributed to recurrent lows. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.